Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip tang near the base of the grip tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar had a dislodged hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the robotic assisted umbilical hernia procedure, three consecutive force bipolar instruments failed. The first occurrence was discovered when the articulating porting of the instrument tore tissue that was being retracted by the instrument. Customer was able to remove the instrument in the usual manner. A second force bipolar instrument was obtained and connected to universal surgical manipulator (usm) 1 and was inserted. Upon insertion, the surgeon manipulated the instrument to check the articulating hinge and observed that the hinge had disarticulated before using the instrument on tissue. Customer had to emergency stop the system and use the instrument release kit (irk) to remove the instrument from the usm and cannula. This was the first use of that instrument. At this point customer requested isi technical support engineer (tse) to be called and to be sure that isi could see what was going on in real time. A third force bipolar instrument was obtained and inserted for use. The surgeon grasped tissue, and it was observed that the instrument had disarticulated as the other two. Unable to release the tissue, customer did an emergency stop of the machine and using the irk attempted to release the tissue and instrument without success. Tse had no further suggestions to remedy the problem. The surgeon had to then pull the tissue from the instrument using the mega needle driver instrument in usm 3. Once the tissue was pulled from the instrument, we again attempted to emergency stop the machine and use the irk to remove the instrument for the usm and cannula. At this point, a picture was taken of the instrument¿s articulating jaw caught on the cannula. The surgeon had to remove the instrument by undocking the usm and removing it with the cannula. The surgical technician had to use an instrument to squeeze the articulating portion of the force bipolar to enable it to slip through the trocar. The three instruments were sent to sps for decontamination and return to the operating room.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.